Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, noise and high pacing impedance on the atrial (ra) lead. The physician, elected to explant and replace the ra lead. The patient was in stable condition.

Manufacturer narrative:
Correction: to a2 patient age was 70 not 71 years old.